Manufacturer narrative:
On 01/27/2017, a tandem clinical diabetes specialist reported that the customer thought that scar tissue may be contributing to the occlusions and a different type of infusion set may be used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. After the alarms, the customer would either clear the alarm or change the pump supplies. The customer's blood glucose (bg) level was elevated (500 mg/dl at its highest) and a bolus of insulin was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.